Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow-up medwatch report will be submitted.

Event description:
The customer reported that the hub on the end of the catheter that screws into the luer lock connector was cracked. The physician's assistance (pa) who performed the procedure, indicated once the catheter was placed into the patient he connected a syringe to the valved stop cock and began to aspirate.  During the aspiration, he noticed both fluid and air being pulling into the syringe.  He disconnected the catheter from the valved stop cock and that is when he noticed the cut in the catheter hub.  The pa described it as a cut not a crack.  He says it looks like a cut out of the plastic about 1/16 to 1/8th of an inch wide. On (B)(6) 2014, the pa ((B)(6)) indicated that he was performing a paracentesis utilizing the catheter and the self-sealing apparatus at the end of it. The pa placed the catheter and noticed a leak.  The pa attempted to track down the leak and thought it was the stopcock. The pa indicated he removed the stopcock from the catheter using only his hand and put his thumb over the hub while a new sterile stopcock was provided to him. The pa went to place the new stopcock on the hub and realized it wasn¿t the first stopcock that had been leaking because it kept leaking. He then noticed that the hub was what had the crack. The pa obtained another paracentesis tray and completed the procedure without further problems. There was no patient injury or medical intervention required.